Event description:
It was reported that the patient expired due to unknown reasons. The implant duration was less than a month. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No response was received from the surgeon despite our repeated attempts of contacting for return of product and additional information. This was determined reportable per edwards lifesciences procedures.